Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: background: it was reported that during instrument inspection on august 14, 2019, fourteen (14) stardrive screwdriver were found to be stripped. There was no patient involvement. This complaint involves fourteen (14) devices. Investigation flow: visual/damage visual inspection: the stardrive(tm) screwdriver t15 (p/n 314.115 lot 6439909) was received showing the distal stardrive tip worn and stripped. The phenolic handle was darkened/discolored and a crack was observed across the location of the dowel pin. The phenolic handle is susceptible to becoming brittle and darkened after repeated thermal/sterilization/reprocessing cycles. The stripped driver tip and cracked/darkened handle are potential end of life indicators of the instrument from normal wear, use and reprocessing. Conclusion: after a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the device history record synthes lot number: 6439909, manufacturing site: synthes brandywine, release to warehouse date: 29-jul-2010, no ncr¿s were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: physical manufacturer provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during instrument inspection on august 14, 2019, fourteen (14) star drive screwdriver were found to be stripped. There was no patient involvement. This report is for one (1) star drive screwdriver. This is report 2 of 10 for complaint (B)(4). This complaint involves total 14 devices. Additional devices are reported under related complaint (B)(4).